Event description:
It was reported that the patient presented during implant procedure. During procedure, noise oversensing was noted after the atrial lead was connected to the atrial port. The connection between the lead and the atrial set screw appeared to be loose and the physician was unable to reengage the atrial set screw after a detachment. The reported implantable cardioverter defibrillator was not implanted and the procedure was completed with alternative device on 30 apr 2024. No noise was observed after the atrial lead was connected the new device. The patient was discharged from the hospital.